Manufacturer narrative:
One of the two bottles of strips received and tested in qa gave an average of 2mg/dl low, out of spec readings when tested with blood, but gave satisfactory performance when tested with control. The retention lot gave satisfactory results on both blood and control. High results were not confirmed.

Event description:
The advocate stated his wife was incoherent, so he called an ambulance to take her to the hospital. Her blood glucose was tested on her contour meter and the paramedic's contour. The readings were 188 and 35mg/dl, respectively. Additional information about the event was not provided. The difference between the readings falls in the "c" or "e" zone of the consensus error grid, making the difference clinically significant. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.